Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a larger than expected bolus to be delivered. During troubleshooting with tandem technical support it was found that the customer had the wrong personal profile active. Tandem technical support guided the customer through turning on the correct personal profile. Customer's blood glucose level was not impacted due to the reported issue.